Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient was scheduled for a system extraction at a later date. No adverse patient effects were reported. The pacemaker remains implanted. Additional information indicated the correct explant date of the system due to the infection issue. No additional adverse patient effects were reported. The pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient was scheduled for a system extraction at a later date. No adverse patient effects were reported. The pacemaker remains implanted.